Manufacturer narrative:
Approximate age of device: 3 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of (B)(4). Examination of the pump blood-contacting surfaces found white, tissue-like thrombi between the outlet bearing and the three stator blades. The tissues were loosely seated and did not show any laminated layering, indicating the thrombi did not form in the outlet stator. The distal end of the pump rotor and the distal bearing cup showed contact marks, indicating that the thrombi were present during pump operation. The thrombi could have contributed to the reported increase in ldh. The evaluation could not conclusively correlate the observed thrombi to the report of gi bleeding. The origins of the thrombi could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been admitted on approximately (B)(6) 2015 for gi bleeding. He was started on octreotide and his inr goal was lowered from 2-2.5 to an unspecified value. After discharge, the patient's blood counts were being monitored in the clinic. His hemoglobin and hematocrit levels continued to drop and he experienced fatigue and dizziness. The patient was readmitted on (B)(6) 2015 for anemia and/or suspected pump thrombus. At that time his ldh was in the 800's u/l and he was requiring furosemide, which was reportedly abnormal for him. His ldh levels continued to rise until a pump exchange was performed on (B)(6) 2015.